Event description:
Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured ~28mm, ~31mm, and ~37mm, proximal of weld site. The proximal section of j stiffener wire measures ~51mm and has migrated down lead body ~41mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to ~87mm. X-ray of leas distally confirms j stiffener wire fractures.